Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, lymphadenopathy.

Event description:
Healthcare professional reported left side "axillary region with benign reactive adenomegaly" and capsular contracture baker grade iii. Device remains implanted.